Event description:
It was reported that a stryker two 4.0mm aggressive plus cutter failed, both times, during a pt's procedure. It was alleged that in both incidents, the inner sheath spun out of alignment with the outer sheath causing the tip of the blade to bend. Another blade was available for use. It is unk whether the procedure was completed successfully or if there were any adverse consequences to the pt. However, at this time, there are no reports of any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.